Event description:
The electrophysiology (ep) four channel stimulator is connected to the ep med recorder. During a ventricular tachycardia (vt) ablation, while pace-mapping, the ep med froze and would not respond to the "halt pacing" button on the keyboard. Pacing continued at rate of 250 ms (240 beats per minute) instead of stopping after three to four beats while the ep med system lagged, it continued to pace for four seconds, sixteen beats. The patient went into rapid, hemodynamically unstable ventricular tachycardia and required 200 joule external cardioversion. Vt induced intentionally as a normal course of the procedure, but this specific episode was unintentional. The procedure continued as planned and the patient suffered no harm. This software "freeze" prevented the ep med system from communicating with the ep-4 stimulator, so pacing could not be stopped using the usual "halt" pacing keyboard button until the computer lag resolved (4 seconds later). The prolonged rapid pacing in the ventricle resulted in a vt that was accelerated from the patient's baseline vt and caused hemodynamic collapse.